Event description:
It was reported that multiple cartridge alarms occurred intermittently during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.